Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with co-morbidities that included congenital aortic stenosis and aortic regurgitation. Some of the complications reported were pannus and requirement of surgical intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: outcomes after mechanical aortic valve replacement in children with congenital heart diseasena.

Event description:
The article, ¿outcomes after mechanical aortic valve replacement in children with congenital heart disease¿, was reviewed. The article presented a case study of a 153-month-old, 41.0 kg patient with congenital aortic stenosis and aortic regurgitation. It was reported that on an unknown date, a 17mm unknown st. Jude medical mechanical valve was implanted. It was later reported 85 months post-procedure, a decision was made to surgically explant the valve due to pannus and a replacement unknown valve was implanted. The article concluded mechanical avr could be performed safely in children. Younger age, longer cardiopulmonary bypass time and smaller valve size were associated with adverse events. Thromboembolic or hemorrhagic complications might rarely occur. [The primary and corresponding author was (B)(6) , with corresponding email: (B)(6).